Event description:
Pt was implanted on an unk date. Post operative the pt complained of painful hardware. The pt was returned to the operating room for removal.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: implanted: 2004.

Event description:
This is report 2 of 2 for complaint (B)(4).